Event description:
Boston scientific received information that during the change out of this cardiac resynchronization therapy defibrillator (crt-d) the setscrew was stuck. Technical services provided troubleshooting. The field representative did not have the serial number of this device. However, the representative did report that the physician had skipped over a setscrew and once discovered the issue was resolved. No adverse patient effects were present.

Manufacturer narrative:
As no further information is expected this event will be closed and updated upon any further additional information provided.